Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation as the gripper arms would not lower inside the anatomy. The gripper line was observed to be broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and the returned device analysis, the observed gripper actuation issue appears to be related to the observed broken gripper line. The observed broken gripper line appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An ntr clip was inserted and the mitral valve was attempted to be grasped. However, it was observed the grippers would not lower. The clip was retracted into the left atrium (la), but the grippers were still unable to lower. Therefore, the clip was removed and replaced. One clip was successfully placed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.